Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the cable was immersed in water and image sensor was immersed in water. The most probable root cause for the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a cable that was immersed in water and also the image sensor was immersed in water. There was no patient involvement.